Event description:
It was reported that the patient presented for an initial implant in the morning. During a device interrogation in the afternoon before the patient went home, it was discovered that the left ventricular lead exhibited loss of capture. The physician took the patient back to the lab and found through fluoroscopy that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in (B)(4) piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.